Event description:
During a standard procedure a dental electrical handpiece got hot and burned the pt on the lower right cheek close to the lip. Pt was told to do salt water rinses. A day later zylocane was prescribed.

Manufacturer narrative:
During a standard procedure a dental electrical handpiece got hot and burned the pt on the lower right cheek close to the lip. Pt was told to do salt water rinses. A day later zylocane was prescribed. During analysis of the handpiece was found that the debris level in the handpiece was high and hence the drive assembly bearings have been falling apart and the shaft was worn. Exemption number (B)(4). Kavo dental (B)(4) (the manufacturer) is submitting the report on behalf of kavo dental (B)(4) (the importer).